Event description:
An analysis was performed on the returned programming computer and no anomalies associated with the usb port were identified during the analysis. No anomalies associated with the programming computer performance were noted during testing using the ac adapter or the main battery with a full charge. The programming computer performed according to functional specifications .

Event description:
The suspect computer was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
It was reported that a customer's tablet was malfunctioning. The nurse has to keep the usb cable in to be able to read devices properly. Nurse indicates that sometimes the tablet works with no problems but sometimes they have to hold the cable in at a particular angle in order for the tablet to communicate with the patient device. The cable seems loose in the port of the tablet. Review of manufacturing records confirmed all tests passed for the tablet prior to distribution. A replacement tablet was sent to the customer. The return of the suspected unit to the manufacturer is expected but has not been received to date.